Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25149080, 25148990, 25148727; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded for lots 25149080 and 25148990. There was one ncmr reported for lot 25148727, which is not related to the reported event.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.